Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the reported event of the silicone sleeve completely separating from the driveline¿s metal connector was confirmed via a photo provided by the account. An unspecified driveline repair was performed on (B)(6) 2018. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that the patient called the vad clinician to report a separation of the percutaneous lead distal end bend relief from the percutaneous connector. There was no reported alarms for the event and the patient was asymptomatic. A clamshell repair was performed on (B)(6) 2018.